Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt was revised because of a fracture of the mrh stem at the junction of the offset and the stem."